Event description:
Procedure: hemicolectomy. According to the reporter: staples did not form properly and the tissue was damaged. The damaged tissue over sewed manually with suture. Blood loss was reported as almost 250cc. Surgery extension time was 20 minutes. Another device was used to continue the procedure.

Manufacturer narrative:
Initial report sent to FDA on 09/15/2009.